Manufacturer narrative:
Additional information has been received which was not included with the initial report. The additional information has been reported with this report. The insulin pump was received with missing segments/partial display due to corrosion on all electronic assemblies. Unable to perform displacement test and self test due to missing segments/partial display. The pump was received with corrosion on force sensor assembly and moisture damage on motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had partial display on insulin pump. The customer¿s blood glucose level was unknown. Customer was instructed to revert onto back-up plan. The insulin pump will be returned for analysis.